Manufacturer narrative:
Visual inspection of the device showed the catheter shaft was broken in half, kinked, and torqued. The sheath was stuck on the catheter shaft. The catheter is torqued, kinked, and the distal basket has been deflected in such a way that it is looped into itself. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that removal difficulties occurred. The intellamap orion high catheter was used in a rhythmia ventricular tachycardia ablation procedure. During the procedure the orion knotted on itself and could not be withdrawn. During trouble shooting the catheter was able to be withdrawn with the help of vascular physicians. The procedure was completed with no patient complications being reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that removal difficulties occurred. The intellamap orion high catheter was used in a rhythmia ventricular tachycardia ablation procedure. During the procedure the orion knotted on itself and could not be withdrawn. During trouble shooting the catheter was able to be withdrawn with the help of vascular physicians. The procedure was completed with no patient complications being reported.